Manufacturer narrative:
Submit date: 01/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states unit does not infuse set amount of feed. There is no further information regarding this pump.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit does not infuse set amount of feed.¿ the unit was triaged and the customer¿s reported condition was confirmed. The issue was isolated to the gearbox. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.